Manufacturer narrative:
Patient information requested, and all available information is included.

Event description:
Customer reported pump suddenly stopped infusing during an IV infusion of dopamine for blood pressure support. Pump displayed a "channel b malfunction error". The patient suffered a decrease in blood pressure as a result of event. Pump replaced and dopamine restarted and the patient's blood pressure stabilized. Received device on 5/30/2007. Analysis of the event log determined when the device initiated kvo mode with a rate change from 10.5 ml/hr to 5.0 ml/hr an led channel b error occurred that resulted in the infusion stopping, a beeping audio response, and a flashing visual alarm. The audio alarm can be silenced, however, the flashing visual "malfunction channel b" is only remedied by powering off the channel. Functional testing was performed on the device. The device was programmed to the exact parameters found in the event log and set to infuse at a rate of 10.5 ml/hr on channel b. The led channel b malfunction was replicated as noted in the event log. The pump immediately stopped, a beeping audio response ensued, and a flashing visual "malfunction channel b" on the main lcd display commenced. Root cause identified as a defective led module. Device repaired and returned to the customer on 6/8/2007 along with a written investigation summary report.